Event description:
Additional information received from the customer: the event occurred during pre-use inspection in preparation for an ear ossicles procedure. The patient was under general anesthesia and the procedure was completed with a device change. It is unknown if there was a procedural delay as a result the event. There was no patient or operator harm as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty imaging unit and switch were likely the result of water immersion into the imaging unit. The root cause of the water immersion could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the cable part cable was damaged and had poor watertightness, the head imaging part was flooded, and the head main body was flooded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd autoclavable camera head had a black screen with no image. There was no harm or user injury reported due to the event.